Manufacturer narrative:
Zimvie complaint number (B)(4). G4: additional PMA/510(k) number k113753, k112160.

Event description:
It was reported the implant for site 7, the mount will not disengage from implant. Placed a new implant in same procedure.

Manufacturer narrative:
Zimvie received one (1) tmt4b10, (imp tm 4.1mm mtx full,10m for evaluation. Visual evaluation / functional test was performed, no malfunction discovered. Implant detached from mount as intended. DHR review was completed for the subject lot number 1288774. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1288774 for similar events and no other complaint was identified. The customer did not submit images for the reported event. A definitive root cause could not be determined since the device malfunction did not occur, and the reported event has been unconfirmed following functional testing and physical evaluation. Therefore, based on the available information, a device malfunction did not occur. Implant detached from mount as intended. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation. The following sections have been updated: b4: date of this report. G3: date received by manufacturer. G6: checked "follow-up". H2: checked follow-up type. H3: changed "no" to "yes". H6: entered evaluation codes. H11: added manufacturer narrative.

Event description:
No further event information available at the time of this report.